Event description:
Factory analysis of a returned power supply revealed a shorted component. Malfunction of the power supply as noted during use could result in the ventilator shutting down. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of power, an audible power fail alarm will activate.